Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2023, the target lesion located in the proximal right coronary artery (rca) was treated with a 4.00 mm x 20 mm synergy stent and an unspecified wolverine cutting balloon. On (B)(6) 2023, the subject presented to the hospital with the complaint of increased angina. At the time of event, the subject was on aspirin and clopidogrel. ECG performed and revealed sinus or ectopic atrial rhythm. The 99% in stent re-stenosis at the ostial rca was treated with a 3.00 mm x 15 mm non-boston scientific balloon (non-bsc), a 4.00 mm x 15 mm wolverine cutting balloon and 3.75 mm x 12 mm nc non-bsc balloon. Post revascularization, 0% residual stenosis was noted. The event was considered as resolved.

Event description:
(B)(4). It was reported that restenosis occurred. On (B)(6) 2023, the target lesion located in the proximal right coronary artery (rca) was treated with a 4.00 mm x 20 mm synergy stent and an unspecified wolverine cutting balloon. On (B)(6) 2023, the subject present to the hospital with the complaint of increased angina. At the time of event, the subject was on aspirin and clopidogrel. ECG performed and revealed sinus or ectopic atrial rhythm. The 99% in stent re-stenosis at the ostial rca was treated with a 3.00 mm x 15 mm non-boston scientific balloon (non-bsc), a 4.00 mm x 15 mm wolverine cutting balloon and a 3.75 mm x 12 mm nc non-bsc balloon. Post revascularization, 0% residual stenosis was noted. The event was considered as resolved. It was further reported that the 99% in stent re-stenosis was located at the ostial to proximal rca. Post revascularization, the residual stenosis was 40% and timi flow was 3. The subject was discharged on dapt.